Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing during arrhythmias on the right atrial (ra) lead. It was also noted there was uncertainty if the cardiac resynchronization therapy defibrillator (crt-d) was functioning. Follow up yielded no information. The device and lead remain in use. No patient complications have been reported as a result of this event.